Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the serial number was unknown; therefore, the device manufacture date is unknown. The manufacturing site name is currently not available. Concomitant med products and therapy dates: battery device, (B)(6) 2021. The reporter's phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: serial number unknown; (B)(4).

Event description:
It was reported from (B)(6) that when the battery device was set inside the battery handpiece/modular device, the handpiece did not work. It was further reported that the battery was replaced; however, the issue persisted. According to the reporter, it was confirmed that the devices were not in sleep mode. It was reported that the devices were shaken, and then they started moving. The reporter indicated that it was unknown whether the event affected the surgery or patient. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: service review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the handpiece was leaking air from the front plate during testing, and the falling out protection was weak and did not hold the power module sufficiently. It was further determined that there was a dent in the housing which did not limit the safety mechanism of the lid. It was further determined that the reported failure might have been related to the used power modules. It was determined that the device had a worn seal, unexpected disengagement - battery/case/lid, and would not hold/secure the battery device. It was further determined that the device failed pretest for leakage test using bubble emission technique and check falling out protection (steel ring). The assignable root cause was determined to be due to component failure from normal wear. H11: corrected data: correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 1/29/2021 to 2/16/2021.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4: serial number: the serial number was unknown in the initial report. The serial number has been identified as 6218. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 9/14/2012. G1-1: the manufacturing site name was unknown in the initial report. The location name has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).